Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804pl) was implanted on (B)(6) 2022. The patient had headache and confusion after 4 months of valve implantation. The physician was unable to reprogram the valve from level 5 to 2 and stated that this could be due to patient condition. The valve was removed and replaced on (B)(6) 2022. The patient's condition improved.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.